Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as "bathroom problem or sanitation problem;" however, this could not be medically confirmed, therefore the event was assessed as unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date, pd catheter was replaced and the patient was switched to hemodialysis therapy. At the time of this report, the patient remains on hemodialysis and is recovered. No additional information is available.